Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after the infusion set became dislodged when the ilet pump was dropped, and customer care guided an infusion set change and provided education. Symptoms included low blood glucose to 41 mg/dl with sweating and difficulty walking. Outcomes included self-treatment with oral carbohydrates. Investigation included troubleshooting and user education through customer care. Investigation of this case revealed that the specific cause of the hypoglycemia remained unclear, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.